Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital with exacerbation of heart failure symptoms related to a recent medication change and a vibratory notification for non sustained rv oversensing. Oversensing of myopotentials related to low frequency t-wave attenuation filter was suspected. Performing isometrics to reproduce the oversensing was suggested. At a subsequent follow-up it was stated there have been no changes in medications and the medications were not the issue. Patient remains well and there has been no adverse event / symptoms related to the vibratory notification. At this stage the notification remains disabled. The physician has decided not to intervene at this stage. The patient has chronic health issues and they are considering turning the defibrillator off and referring the patient for palliative care so they are unlikely to consider any further re-programming or intervention around the oversensing.